Manufacturer narrative:
Additional information provided to sections b4, g6, h2, h3, and h11. Corrections made to section h6 (type of investigation & investigation conclusions). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Information from ae regulatory system: at 21:00 on (B)(6) 2024, the nurse gave the patient a subcutaneous injection of insulin. The nurse took out the insulin needle for exhaustion airout before injection and found that the tear drop label of insulin needle was open. The nurse replaced it with a new insulin needle and injected insulin into the patient. Ae report no.(B)(4). Call center contacted customer to acquire the information: the information reported in the ae regulatory system exists. In addition, customer updated information: the customer confirmed that the tear drop label of the needle was open. Material code is 320543. No sample, no photos, no customer response is needed. Sample availability: no. Sample availability details: no sample available.